Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Complaint sample was not returned although a complaint history indicates that failure is probably valid. The lot number indicates the product was manufactured in 2005 and is six years old. Complaint search was completed and found several previous complaints for the hammer pad breaking. The addition of this complaint does not impact the total occurrence rate in (B)(4). This failure mode is also addressed and discussed in the risk management report, (B)(4). Review of the inspection records in the (B)(4) found no manufacturing deviations or rejections. The root cause is attributed to heavy usage and wear out. The risk management report discusses this failure mode and states that no further action is required. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
During the course of implanting the versanail ttc nail into the pt the threaded hammer pad broke off at the nail/hammer pad interface where the most distal threads broke off in the proximal threaded head of the nail.